Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing and displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not verified. The device was put through extensive testing including full functional testing, shock testing, defib cycling and leakage tests without duplicating the report. The pace/defib engine board and ECG shields were replaced as a precaution. The device was recertified and returned with no fault found. Analysis of reports of this type has not identified an increase in trend.